Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a problem with two out of the four screws in a package. The tip of one screw became damaged during insertion. The other screw broke at the screw head, leaving the screw shaft in the patient¿s bone. A surgical delay of an unknown amount of time was reported. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Complainant part was not implanted or explanted. Product received by manufacturer for review on (B)(4) 2015 device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing date: june 25, 2014 expiry date: june 1, 2024. Manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd event evaluation was conducted. The report indicates that the parts were received in the condition stated in the complaints. One broken screw head (lot# 9037213) was received. The screw head was investigated with a stereo microscope. About ¾ of the screw head remained after the breakage. According to the complaint description the screw broke during insertion. The point on rounded edges of the plus shape, indicating the failure was in the direction of insertion. The rounded edges indicate high insertion torque during insertion which may have lead to the breakage. According to the complaint description the rest of the broken screw remained in the patient¿s bone. The lower edges have sharp edges due to shearing off the head from the screw core. Within the received package of the broken screw head another 1.5 mm, l4 mm matrixneuro screw was delivered. The screw was not explicitly complained but indicates a defect on the tip. The screw also has edges on the recess and the tip of the screw is slightly dull. One screw (lot# 9087028) was received with a broken tip. Image 4 shows two pictures of the device in question. The thread of the screw is. The screw core also indicates scratches. The defects are across each other which could be caused by improper screw handling e.g. With additional forceps/tweezers. According to the complaint description the screw got damaged during insertion. The cross-drive of the screw head was investigated for improper handling. However the head does not show any indications for excessive insertion torque or improper screw pick up. To clipped screws were also received and stated not to be used/ no reported problem (lot# 9032713). According to the broken screw head there is evidence for improper screw handling during insertion respectively the screw was inserted with excessive insertion torque which lead to a screw breakage. The cause of the excessive insertion torque is unknown. The undamaged enclosed screw was not complained but found to have a tip defect and slight wear in the cross-slot, indicating usage. The screw with the broken tip showed indications for improper handling after the complaint investigation. The third package showed no evidence of issues relating to the complaint. In conclusion, the root cause of failure could not be determined. Therefore, this investigation is closed by product development as indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.